Event description:
Event description guidant received information that this pacemaker, which is on an advisory, was explanted and replaced. Pre-explant interrogation showed that the device had switched the lead polarity to unipolar mode via the activation of the lead safety switch feature. Lab analysis of the device memory indicates both lead polarities had been switched. At the explant, both non-guidant leads checked out fine. The device has been returned for analysis.